Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 2018-mar-30 arjo was notified about a complaint involving citadel plus bed and atmosair mattress. The reported incident took place in our (B)(6) hospital in ireland. Following the information reported the patient woke up from sleep while falling out of bed (from its right side). After the fall the patient got himself up onto an armchair and alerted the staff. He also put the mattress bolster back on the bed before the staff came to the room. As a consequence, the patient sustained discomfort across the lower back and left shoulder. On arrival to the room, the staff noticed that only the right side of mattress bolster was fastened to one clip at the foot end of the bed and it was not zipped. Moreover, the safety side was found to be broken off from bed's frame. The patient's fall was unwitnessed. The patient neither knows how the safety side broke off nor how he came to be falling out of bed. After the incident the bed was inspected by arjo technician with regards to the alleged issue. The evaluation revealed that all bolster's clips were working as intended and the mattress zip was intact. However, the right-side foot end safety side was completely detached from bed's frame and the safety side hinge was bent and scratched. On 2018-apr-04 during the meeting with facility staff representatives the nurse manager stated that there was no prior indication that raised safety sides were necessity for this patient. They were also satisfied to assume that the safety sides were lowered at the time the patient's fall occurred, however we could not confirm it with certainty. During the meeting it was also suspected by one of customer facility representatives that the patient may have broken the safety side while trying to lift himself off the floor using safety side as a support. The arjo representative's presumption was that if the bolster was slipping off the bed, it could caught the safety side and in conjunction with the patients weight the safety side could eventually broke away. It needs to be emphasized that the citadel plus bed are dedicated to the patient's weighing up to 454 kg (1000 ib). The patient putting all of his weight on the safety side may cause its physical damage, although the safety sides itself are not intended to be used as a support lever. All the above hypothesis made are very likely to be the cause of the incident occurrence, unfortunately due to the fact the circumstances of patient's fall remained unknown we were not able to establish the exact sequence of events that led to the patient's fall occurrence and safety side damage. All manufactured citadel plus beds are checked before being distributed to the customers to verify if the product meets the required manufacturer's specifications and check whether the acceptance criteria are met. Records of the inspection are documented in the device history record (DHR). The device history record has been reviewed for this specific device and no anomaly was found. The product instruction for use (#831.374 rev. B dated on dec-2015) which was supplied together with the involved device contains all crucial information and warnings which should be followed to ensure patient safety: "to minimize the risk of falls or injury, the bed should always be in the lowest practical position when the patient is unattended", "caregivers should assess risk and benefits of side rail use (including the entrapment an patient fall from bed) in conjunction with individual patient needs and should discuss use or non-use with patient and/or family". "Caregivers should always aid the patient in exiting the bed. Make sure a capable patient knows how to get out of bed safely". Summarizing, upon the conducted investigation and bed inspection done by the arjo representative, we were not able to determine the exact cause of the incident occurrence. Although there was no injury sustained the complaint was decided to be reportable due to the allegation of patient's fall. The device was being used for patient care at the time of the incident. The safety side was reported to detach from bed's frame and from that perspective the citadel plus bed did not meet the manufacturer's specification.

Event description:
On (B)(6) 2018 arjo was notified about a complaint involving citadel plus bed and atmosair mattress. The reported incident took place in our lady of (B)(6) hospital in (B)(6). Following the information reported the patient woke up from sleep while falling out of bed (from its right side). After the fall the patient got himself up onto an armchair and alerted the staff. He also put the mattress bolster back on the bed before the staff came to the room. As a consequence the patient sustained discomfort across the lower back and left shoulder.